Event description:
The patient was supine on stretcher in the operating room prior to being laid prone for brain surgery. Prior to starting the cranial surgical procedure, the mayfield skull clamp system/positioning head rest was being applied to the patient via mayfield pins and was in the locked position. After the patient was flipped to the prone position, while putting the patient into the military tuck (chin to chest) position one of the mayfield pins slipped from its correct position. The joint of the mayfield, which is supposed to be rigid in the locked position, moved and it was clear that despite being "locked" that the locking mechanism was faulty. This mayfield pin movement resulted in a one inch laceration on the patient's left posterior scalp. This laceration required surgical stapled closure.